Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The ventilator's software was re-loaded to address the issue. During the evaluation the device failed a test step during testing. The device's machine flow sensor and blower motor need to be replaced to address the issue. The components were found to be contaminated with dust.